Event description:
As reported, as the closure device was being inserted into the sheath, the bypass tube went in and then popped out as the doctor was inserting and it crunched up the body. I asked that he not insert the device and got him a new one to insert. The procedure was completed with another device. Additional information stated that the sheath was left in place because the shaft of the device was damaged not the sheath. It was also stated that the bypass tube was inserted and as it was inserted, the bypass tube popped out and caused the device to bend.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While the physician inserted the bypass tube through the hemostatic valve of the manta sheath, the bypass tube would not stay inserted and would bounce back out. The physician continued to attempt inserting the manta closure into the hemostatic valve, however, the closure device became damaged; causing the device to bend. The 14f manta closure was removed; the sheath remained in place, and a new 14f manta closure was opened successfully achieving hemostasis. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.